Event description:
It was reported, the patient is experiencing jolting sensations with certain programs. Follow-up revealed the sjm representative met with patient for reprogramming two weeks ago and the programs given caused spasms in the left ribs and stomach area. The patient was reprogrammed again with higher frequencies and lower pulse width to give more coverage in the tailbone area. X-rays were ordered to determine lead position. Additional follow-up revealed the lead has migrated. The patient further reported the programs previously given are not working and stimulation is still uncomfortable. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.